Event description:
Bravo receiver malfunctioning. Showing error of p1 which did not clear/change with all troubleshooting. Technical support contacted. Battery changed with no change in receiver status. Study aborted and attempt to download data, if any.